Manufacturer narrative:
No button error alarm noted. Unresponsive act button due to moisture on keypad trace. Unable to perform displacement test due to unresponsive button. Received insulin pump with broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer agreed to return the device for analysis.